Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a faulty display. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected information: (B)(4) is a duplicate complaint of (B)(4). Upon further investigation by baxter, this event has been determined to be a duplicate of 6000001-2011-36489. All reporting information regarding this event will be addressed in 6000001-2011-36489.

Manufacturer narrative:
(B)(4). Per the customer the device is available for evaluation, but has not been received by baxter yet. Once the device is received and the evalaution is completed or if additional information becomes available a follow-up medwatch will be submitted.